Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The supplies were changed to address the event. Reportedly, customer was unsure of the highest blood glucose customer experienced. Customer reverted to manual injections.